Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited high out of range pace impedance measurements greater than 3000 ohms on this right ventricular (rv) lead in both the unipolar and bipolar configurations. In response, the physician explanted and replaced the rv lead. During the procedure, the new rv lead was connected to the existing device and the device still displayed rv pace impedance measurements greater than 3000 ohms. The new rv lead was then disconnected from the device and tested on the pacing system analyzer (psa) with appropriate results. As a result, the device was also explanted and replaced prior to pocket closure, and the procedure was successfully completed. The new pacemaker device and new rv lead remain in-service. There were no additional adverse patient effects.